Event description:
It was reported that a pt underwent a kyphoplasty procedure on (B)(6) 2009 at level l1. During the procedure, an expired curette was used in the pt. There were no pt complications or adverse events reported. No additional info was reported.

Manufacturer narrative:
Method - device not returned, follow up with company representative. Product was from trunk stock.